Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, (B)(6). Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "comparison of different femoral fixation implants and fit techniques for tunnel widening and clinical outcome in acl reconstruction using hamstring autograft" which aimed to investigate different femoral fixation devices whether tight (undersize drilled) fit technique decreases the tunnel widening and improves the clinical outcome compared to conventional technique in acl reconstruction using hamstring tendon autograft. Seven patients identified in the article experienced pain at insertion site. There has been no further information provided and the patient outcome is unknown.